Event description:
Uncomfortable masks and now resmed most masks were and are on recalled. Air blow out from resmed CPAP (continuous positive airway pressure) air sense 10 auto set with heated humified machines. Choking to death and suffering and still suffering soft tissue swelling all over the body with inflammation all over the joints. Resmed inc. Push away all these serious harms to death for years. Very irresponsible resmed inc organizations and very abusive organization. Don't care only care about their own profits. Burning pains and damages organs including muscles, nerves, tendons and alignments, swelling face, chins, neck, fingers, feet and legs.